Manufacturer narrative:
(B)(6). Product investigation summary: one drill stop (part 357.405, lot 5387768) was received with the complaint category of ¿does not function.¿ the complaint condition is unconfirmed because the stepped drill was not returned with the drill stop and therefore the complaint event could not be replicated. However, from a design perspective this complaint is valid and has been adequately addressed with design change orders. During the investigation, no discrepancies were observed and the current design was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation showed that this drill stop, when used with the mating stepped drill bit, is intended for use in dense bone to prepare a path for the full length of the head element during trochanteric fixation nail (tfn) procedures. Proper use and maintenance is addresses in technique guides. The instructions for checking wear ¿ drill stop chart specifically recommends that the drill stop/fixation sleeve be checked before use and that it should be replaced if it does not pass the described wear test. The returned drill stop was received intact and with general wear. There is significant wear and rolled edges on the ends of the device. The balance of the device is in good condition and the etchings are legible. The returned drill stop could not be tested together with the stepped drill bit from the complaint event because the drill bit was not returned for evaluation. Thus, this complaint condition is unconfirmed and could not be replicated. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The design history was found to impact the complaint condition because the drill stop was manufactured prior to design changes. These changes improved the overall engagement of the drill stop plunger mechanism with the grooves of the stepped drill bit. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record was completed: isimac manufactured the drill stop, part number 357.405, lot 5387768. The supplier¿s certificate of compliance indicates the lot was processed per specifications, conformed to specifications, and was made to the correct material and hardness requirements. The lot was inspected and conformed to the synthes-(B)(4) inspection document. There were no complaint-related anomalies, material review reports, or non-conformance reports associated with this lot. Parts were released to the warehouse on 05april2007. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture repair it was noted that the drill stop used during the surgery would not stop. The drill stop, designed to advance to different depths with the push of a button, was noted during the surgery to easily advance without pushing the button designed to get the drill stop to go to different depths. The surgery was successfully completed using the device with no surgical delay or harm to the patient. Tested after sterile processing, it was noted that it did not take much to move the drill stop; with a little bang, the device would easily skip a bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.